Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.

Event description:
A report was received on 03 may 2024 from a nurse manager at a critical care facility, who stated dialysate bags broke when initiating renal replacement therapy on (B)(6) 2024. Although requested, additional information regarding the event has not been provided.